Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the analog pcb assembly; however, component level cause could not be determined. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the device, physio observed a partial loss of defibrillator output energy due to a loss of the positive portion of the biphasic output waveform, resulting in a monophasic shock.